Manufacturer narrative:
Since this event involved two 3m espe medical devices, two manufacturer reports are being submitted. This report describes the second device. Manufacturer report number 9611385-2015-00093 describes the first device, respectively.

Event description:
On (B)(6) 2015, a (B)(6) female patient, received a non-3m crown on tooth #30 secured with 3m espe scotchbond universal adhesive and 3m espe relyx ultimate cement on (B)(6) 2015. The patient reported sensitivity symptoms to the dental office on (B)(6) 2015. The root canal was performed on (B)(6) 2015. The dental professional commented that he cannot with 100% certainty state that the sensitivity experienced was due to the use of the 3m products.